Event description:
Tip of brush broke off in the graft during hemodialysis access graft procedure. Physician thought wire was in place but felt "too little of the wire was out of the brush" so that when he reached the apex, the tip of the wire did not support the shaft; it kinked and broke.